Event description:
The rn noted yellowish sediment in the microclave while tpn and lipids were infusing via a broviac line. The only fluids running through this microclave were tpn and lipids together. When the tpn/lipids were not running, d10w with 1/2 unit of heparin/cc would infuse. No meds were being infused through this microclave. The microclave was removed and changed out with new microclave.they are working with our units to solve the problem, and pull old lot numbers.